Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 250cc mentor smooth round moderate profile memorygel breast implant catalog: 3507250bc lot: 5802022 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent breast augmentation revision surgery with a 150cc mentor memorygel breast implant experienced right sided silent rupture post procedure. A magnetic resonance imaging was performed on (B)(6) 2019 confirming right sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.